Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood altered ("mood changes"), anxiety ("anxiety"), fatigue ("constant major fatigue"), menorrhagia ("very heavy menstrual periods"), oedema ("oedema"), asthma ("asthma"), muscle spasms ("very frequent cramps in foot and hands"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), amnesia ("memory loss"), visual acuity reduced ("reduced visual acuity making it impossible to drive") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (inserts were removed during hysterectomy with salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, oedema and visual acuity reduced had resolved and the depression, mood altered, anxiety, fatigue, menorrhagia, asthma, muscle spasms, fibromyalgia, alopecia, amnesia and disturbance in attention outcome was unknown. The reporter considered alopecia, amnesia, anxiety, asthma, depression, disturbance in attention, fatigue, fibromyalgia, menorrhagia, mood altered, muscle spasms, oedema, pelvic pain and visual acuity reduced to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3443 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.